Event description:
It was reported the patient ¿never had therapeutic effect¿ from their implantable neurostimulator (ins) system. The patient was reprogrammed and underwent ultrasound imaging as a result. Impedance testing was performed and found ¿one lead had high impedances¿ of ¿more than 10000¿ ohms. The patient¿s physician ¿decided to make a revision¿ as a result and checked the lead in question. During the revision procedure it was noted that ¿everything seemed to be fine.¿ after the impedance ¿problem still occurred¿ following the revision procedure, it was recognized that a ¿programming mistake¿ and ¿wrong programming¿ had occurred. The ¿user error¿ occurred whereby the patient¿s two 1x4 leads were programmed incorrectly. The patient¿s leads were programmed as electrodes 0-3 and 4-7 instead of 0-3 and 8-11. As a result, ¿the second channel wasn¿t programmed and electrodes 4-7 had high impedances.¿ after the reprogramming issue was fixed, ¿everything worked fine¿ and the issue was resolved. It was stated there was ¿no alleged product issue¿ with the patient¿s ins or extensions. The patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3387, product type lead. Product ID 3387, product type lead. Product ID 37083-60, product type extension. Product ID 8840, product type programmer, physician. (B)(4).